Event description:
Procedure: laparoscopic appendectomy. According to the reporter: after opening the package, the surgeon found the rubber part peeled. The device was not used at all. No patient involved. Used another to complete the procedure. The same event occurred again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).